Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that there was a misalignment in the white rubber part of the system controller and power connection. According to engineer, it was possible to return it to its original position to some extent, but it had not been completely restored. At the time, there was no problem with drive or operation without alarms, etc., but it was recommended to replace the controller, and it was scheduled to be replaced in the near future. No health hazard occurred to the patient. No log files would be provided.

Manufacturer narrative:
Section e1: customer site was (B)(6). Manufacturer's investigation conclusion: the reported event of damage to the system controller¿s white power lead was confirmed via analysis of the returned system controller. Visual inspection of the returned system controller (serial number: (B)(6)) revealed that the strain relief on the connector side of the controller¿s white power lead was broken. The returned system controller passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced, including when the power cables were manipulated by hand. The integrity of the wires in both controller power cables were evaluated and no issues were observed. Review of the downloaded controller event log file data did not indicate any issues with the system controller. No atypical alarms were observed in the file. The pump maintained a speed within the low speed limit without issue while the driveline was connected. The root cause of the reported event could not be conclusively determined through this analysis. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Heartmate 3 IFU section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the controller and the power cables. Heartmate 3 patient handbook section 6 "caring for the equipment" describes how to care for and clean all equipment, including the system controller power cables. This section also explains the importance of protecting the system controller power cables from kinks, sharp bends, and repeated bending. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the system controller power cables for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 patient handbook caution users to call their hospital contact if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.